Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage occurred. While preparing to place a liberte 3.0x32mm bare metal stent, it was noted that the stent had "metal rashes" on it's sides." The device was not used. The procedure was completed with another liberte stent, same size.